Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead had unacceptable pacing threshold and was not pacing. It was noted by the physician that patient anatomy was a factor in the unsuccessful implant attempt. The lead was not used and another lead was implanted. The patient was a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.